Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a fast rhythm that was noted likely supraventricular tachycardia (svt) based on the morphology, in which t wave oversensing occurred, leading to 1 inappropriate shock. This patient was sleeping at the time of the shock. It was noted that this patient could have been dehydrated or related to activities. Technical services (ts) discussed continuing to monitor. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a fast rhythm that was noted likely supraventricular tachycardia (svt) based on the morphology, in which t wave oversensing occurred, leading to 1 inappropriate shock. This patient was sleeping at the time of the shock. It was noted that this patient could have been dehydrated or related to activities. Technical services (ts) discussed continuing to monitor. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient experienced an additional inappropriate shock (ias) due to t wave oversensing. Ts reviewed noting the rhythm appeared irregular with varying morphologies. This patient was likely sleeping at the time, but the health care professional (hcp) had not confirmed. The hcp reports medication had been increased after last ias. Ts recommended considering a treadmill template and another vector. This electrode remains in service. No adverse patient effects were reported.